Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency department (ed) with a fever. The patient was hospitalized and a transesophageal echocardiogram was performed, which revealed vegetation on the implanted leads. The crt-d and associated leads were explanted due to infection, with no additional adverse patient effects reported. The explanted products were disposed at the hospital and will not be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.